Manufacturer narrative:
Based on the claim against the product by the customer noting the usm 4 unavailability, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and error code 319 on usm 4 was reproduced. After replacement of the usm, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the replaced usm involved with this complaint and completed the device evaluation. During failure analysis, the usm testing resulted in error code 319. This confirms the reported event. After replacement of the clock spring, the usm arm was tested, operated with no further issue and was restored to specification. The complaint was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the system displayed an error, and the user was unable to move universal side manipulator (usm) 4. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of the error code 319 on usm 4. Troubleshooting was performed by disabling usm 4 and performing a system power cycle; however, usm 4 issue remained. The user disabled usm 4 and continued the procedure. No further issue was observed. The user completed the procedure using the remaining 3 usms. No known impact or patient consequence was reported.